Event description:
It was reported that balloon rupture occurred. The 20mmx2.0mm, 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 10/2.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 14atm for 10 seconds. The device was then slowly removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the balloon found the wings to be in a deflated state and had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure, and liquid was observed to be leaking from a balloon pinhole located approximately 4 mm proximal to the distal marker band. The balloon material, blades and markerbands of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issues present on the device. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that balloon rupture occurred. The 20mmx2.0mm, 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 10/2.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 14atm for 10 seconds. The device was then slowly removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure